Manufacturer narrative:
This complaint investigation was closed based on the device as lost, therefore the reported failure mode was not confirmed. In the event that the device is located/received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hair in sterile wrapping. Probable root cause: environmental controls. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the fluidsmart ll0004 had hair in the sterile wrapping.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was hair in the sterile wrapping.

Event description:
It was reported that there was hair in the sterile wrapping.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. The complaint has been closed based on the device not being returned. If further information or investigation results are determined, a supplemental report will be filed. Alleged failure: hair in sterile wrapping. Probable root cause: environmental controls. The reported failure mode will be monitored for future reoccurrence.